Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this rv lead was thoroughly inspected and analyzed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead exhibited infection. In addition, this rv lead presented a product anomaly. Therefore, this rv lead was explanted. No additional adverse patient effects were reported. This rv lead was already returned to boston scientific.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead exhibited infection. In addition, this rv lead presented a product anomaly. Therefore, this rv lead was explanted. No additional adverse patient effects were reported. This rv lead was already returned to boston scientific but further analysis has not yet been completed.